Event description:
It was reported that when using the bd pyxis¿ es server all users including hospital information technology (hit) unable to access server. There was a power failure earlier but later everything was backed up but all stations were still currently on critical override. The customer requested for a urgent server reboot to help resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all users including hospital information technology (hit) unable to access server. The technical support specialist dialed into the aio pyxis es server and observed a recent reboot based on server uptime. Server health was verified by confirming that all required bd and carefusion services were running. Login access to the pyxis es server was tested and confirmed to be successful. The customer and fse were contacted, and confirmation was received that the server reboot performed by hospital information technology (hit) resolved the issue. Based on successful validation and customer confirmation, the case was updated and closed. The system functioned as intended after the technical support specialist investigated the issue.